Event description:
Patient involvement; patient harm unknown. Biomed received devices involved with a free-flow condition observed by the clinician. Customer did receive the IV admin set involved. Serial number of 8100 [s/n redacted], was the device with the condition labeled as "c". Pc unit 8015 [s/n redacted], channel a 8100 [s/n redacted], channel b 8100 [s/n redacted].

Event description:
Patient involvement; patient harm unknown. Biomed received devices involved with a free-flow condition observed by the clinician. Customer did receive the IV admin set involved. Serial number of 8100 (s/n (B)(4)), was the device with the condition labeled as "c". Pc unit 8015 s/n (B)(4), channel a 8100 s/n (B)(4), channel b 8100 s/n (B)(4).